Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that a swedish adjustable gastric band, was implanted in 2000. In 2001, an add'l surgery was performed to reconnect the port to the catheter tube because it was alleged to have disconnected. Add'l surgeries two times in 2001 were completed to reconnect the port to the catheter tube due to reported port disconnection issues. Furthermore, 2 add'l surgeries were completed in 2004 to reconnect the port with the catheter tube due to reported port disconnection issues. In all of the aforementioned surgeries, the surgeon only reconnected the original implanted band and port. In addition, the same surgeon performed all surgeries. The pt contacted a different surgeon and approx two months later, this surgeon replaced the original implanted port with a new port. No issues were reported after this replacement.